Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s previous pump seized on her and was replaced on (B)(6) 2010. Additional information has been requested, but had not been received as of the date of this report.